Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced hernia. The patient had hernia removed and aus was punctured. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced hernia. The patient had hernia removed and aus was punctured. No further patient complications were reported.